Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s battery was depleting more quickly and was taking longer to charge up. The caller noted that the time it takes to charge the ins to 100% ¿varies tremendously.¿ the patient sated that they are concerned about the controller ¿causing issues¿ and displaying ¿odd information.¿ it was reported that sometimes the controller screen says ¿finished¿ before the ins charge reaches 100%. It was recommended that the patient lock the controller when charging so that the stop button is not pressed accidentally during recharging. It was reported that the patient was in a fair amount of pain and it was described as an ¿amorphous issue.¿ it was reported that they have gotten relief from the therapy, but it was ¿highly variable.¿ the caller reported that some days the patient is in less pain and some days the patient has a lot of pain. It was noted that the patient uses the recharge belt while recharging but it is still hard to get the antenna to stay in place. The patient was redirected to follow up with a manufacturer representative at their next doctor¿s appointment on (B)(6) 2018. It was reported that the patient's programmer was not functioning properly. The patient clarified that it was the same issue as the original call. The patient reported that they "could charge the unit in the morning and it will run down and they will charge it in the afternoon but everything looked normal." They would charge it and it would go from 30% to 100%. The patient reported that the battery would go red, but they were able to charge it up a few times. The patient reported that for the last couple of days, both the pp and ins batteries showed 100%. The patient stated that the device would not deplete. Additional information was received from the patient. It was reported that the controller registered the ins battery as being "in the red zone." Then, it was "at 100% for days." The patient tried removing/replacing the battery in the controller and the issue was not resolved. The patient reported that after 8 days of not charging, the controller was at 100% and the ins was at 50%. The patient stated that they placed the recharger over the ins on (B)(6) 2018 and they felt no "sensation of having charged the neurostimulator." The patient requested a new controller and they planned on meeting with a manufacturer representative. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the controller was not displaying the correct battery status for controller and the ins. The patient recorded the charge interval and the battery percentages of both the ins and controller the beginning and the end of the charge session. It was reported that the ins would stay at 100% charge for days and then the next day would be dead. The patient found that a few times, the charge would be at 100% and the green light would be flashing, allowing the patient to charge the ins. The patient also reported that coughing elicits a tingling sensation in the leg. The patient reported that starting on (B)(6)2018, they no longer felt any tingling and they had no pain relief. The patient had met with a manufacturer representative to address the issue, but they used the clinician tablet during the appointment and said that the recharging looked alright. No further complications are anticipated.